Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the monitor was not booting up (no display) after pressing the power switch, due to a faulty quantum board (qb), the power switch bracket was found to be broken, the bezel plate was broken and screws could not be fixed into the it with proper torque, the rear cover was broken, hit and scratches marks were found on power switch, scratches were found on bezel plate and rear cover, and scratches were found on the potential equalizer and earth terminal. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported to olympus, during a routine inspection, the high-definition lcd monitor was working intermittently. It was noted, the device either would not power up or sometimes when it turns on - no image was displayed on screen. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (monitor does not boot up after the power is on) was due to faulty front panel. The other phenomenon (the power does not turn on) was due to a faulty quantum board (qb). The cause of the faulty front panel and faulty quantum board could not be identified. Olympus will continue to monitor field performance for this device.